Event description:
It was reported that the patient notified the surgeon's office that he had been assaulted and possibly stepped on and now the vns is not functioning. It was reported that the patient was directed to be seen by the neurologist and the patient indicated that he was unable to get transportation to the neurologists office. The surgeon's office offered the patient to be seen in the office for x-rays and the patient again stated that he was unable to get transportation. It was reported that the surgeon's office offered assistance to the patient and the patient disconnected the call. Attempts by the surgeon's office to reach the patient have been unsuccessful to date. It was reported that the office was unable to determine exactly what was not functioning regarding the vns or how long this has been going on. No additional relevant information has been received to date.

Event description:
It was reported that when the patient began experiencing the pain the generator was programmed to 0.75ma output current and all diagnostics were within normal limits. The nurse practitioner reported that patient continually missed follow-up appointments so he could not be evaluated.

Manufacturer narrative:
Corrected data: describe event or problem, this information was inadvertently left off on mfg. Report #2.

Event description:
It was reported that when the patient began experiencing the pain the generator at the time it was reported that the vns was potentially malfunctioning. At the time, the generator was programmed to 0.75ma output current and all diagnostics were within normal limits. No interventions were known to be taken at the time for the pain. It appears the report of a malfunctioning vns was actually only a pain event. Diagnostics were within normal limits, therefore it can be determined that the vns is functioning as intended. No additional relevant information has been received to date.

Event description:
Attempts for additional relevant information have been unsuccessful to date.